Manufacturer narrative:
Follow-up #1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:leak testing revealed that the pump casing was cracked at the bottom right corner of the display lens. The pump cover was removed and there was visible moisture found inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the entire display was cloudy, and there was moisture under the display. The reporter stated that it was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.